Event description:
This lens was not loaded correctly in the mp-28 delivery device and could not be delivered to the eye. Another lens was implanted.

Manufacturer narrative:
This form was completed by the MFR.